Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue. Ncr-21446 has been opened to address this issue.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that the needle from an ar-1588rtt acl fibertag tightrope came away from the suture while passing the needle through quads graft. This was detected on (B)(6)2023 during an unspecified procedure. It was not known how the procedure was completed. No patient harm or injury was reported.